Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. E1 initial reporter phone: (B)(6).

Event description:
An event occurred on an unspecified date involving a primary plum set, reporting chemotherapy leakage at the filter during administration. There was patient involvement, but the extent of harm is unknown.